Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have broken/loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.0525¿ offset at the tips. Additional observations not reported by site were also identified: the maryland bipolar forceps instrument was found to have damaged conductor wire insulation with exposed wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. .